Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had condensation inside the display. The customer also reported that the insulin pump's keypad was not responding properly. The customer stated that the device had a crack, but was unsure of how this issue occurred. Blood glucose level at the time of the incident was 147 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.